Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device also had another error alarm due to broken component solder joint on the interface board. The device had cracked battery tube threads, reservoir tube lip, scratched screen and case, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed an error and kept rewinding shortly after inserting a new battery. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.